Event description:
Customer reported his sensor readings are inaccurate, especially when sleeping. During the night, the low sensor readings often send the insulin pump into threshold suspend mode. Customer does not remember the exact numbers when the sensor was inaccurate. Customer's last blood glucose was 132 mg/dl. Customer was advised of proper sensor insertion and calibration methods. She was advised of the possible causes for inaccurate sensor readings and told to upload to carelink to better track her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.